Event description:
It was reported that altitude alarm occurred and caused insulin delivery to be suspended. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean speaker holes with soft brush and lint-free cloth, remove and reconnect cartridge, and then load new cartridge and resume insulin; altitude alarm did not recur, and pump resumed normal operation, with lot number for cartridge reported as unknown.